Event description:
On (B)(6) 2017, a 23 mm trifecta gt valve was implanted. After surgery on the same day, the patient required a blood transfusion of hemoglobin (3 units) and the patient's hematocrit value decreased so ferrosanol was administered. On (B)(6) 2017, the patient's total protein value was reduced, and the patient experienced peripheral edema and weight gain. The patient was treated with protein powder and by discharge there was no edema. On (B)(6) 2017, the patient developed a tachyarrhythmia which was treated with medication and cardioversion. The patient was discharged on (B)(6) 2017 and ECG at discharge showed sinus rhythm. ECG on (B)(6) 2017 also showed sinus rhythm. This event resolved without sequelae. The patient remains on ferrosanol. (Clinical study patient ID: (B)(4)).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 23 mm trifecta gt valve was implanted. After surgery on the same day, the patient required a blood transfusion of hemoglobin (3 units) and the patient's hematocrit value decreased soferrosanol was administered. On (B)(4) 2017, the patient's total protein value was reduced, and the patient experienced peripheral edema and weight gain. The patient was treated with protein powder and by discharge there was no edema. On (B)(6) 2017, the patient developed a tachyarrhythmia which was treated with medication and cardioversion. The patient was discharged on (B)(6) 2017. (Clinical study patient ID: (B)(6)).